Event description:
Event description boston scientific received information that during a follow up visit this pacemaker was in the automatic capture algorithm with backup pulses. Upon review of the rhythm strips, loss of capture in the ventricle and ventricular tachycardia episodes were exhibited. A rhythm strip was faxed to technical services for review. No adverse patient effects were noted.